Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "a soft key (top second from right button) that is glitching and once pressed will continuously act as if it's being pushed repeatedly, not allowing any other buttons to be pressed" was not reproduced. Evaluation found the softkey/"up button" damaged, however it functioned as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the damaged softkey/"up button". The keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a soft key (top second from right button) that was glitching and once pressed, would continuously act as if it was being pushed repeatedly, not allowing any other buttons to be pressed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.